Event description:
It was reported that the patients inflatable penile prosthesis (ipp) cylinder migrated, perforating the crura. The patient will have an urgent surgical procedure to prevent the lost of the implant due to the risk of infection. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.